Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported bent cannula. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the parent of the patient that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours. When removed from the infusion site on the abdomen, the pod's cannula was found bent.

Manufacturer narrative:
Cracks were observed on the top and bottom housing of the device. The timing the cause of the damage could not be conclusively determined. The damage did not contribute to the reported event. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.